Event description:
It was reported that the right ventricular lead triggered a lead integrity alert, delivered shocks, and was fractured. It was noted that an x-ray showed a strong curve in the lead near the svc (superior vena cava) coil. A review of product performance data indicated that the lead was sensing noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.